Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg value not provided). Customer reported low bg was most likely due to bolusing for more carbohydrates than what was actually consumed.